Event description:
The customer reported that the ventilator shut down and alarmed during use on a patient. The customer reported there was no patient harm. The customer reported the ventilator may have been plugged into an ac power outlet with intermittent operation. Review of the ventilator's diagnostic log verified that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use, and also identified that the ventilator was operating on backup battery power until it depleted, at which time, the ventilator will shut down due to loss of power and alarm as specified. The manufacturer's field service technician confirmed the backup battery was depleted. The service technician replaced the depleted battery to complete the service. The customer would not allow the service technician to remove the depleted battery from their location. Extended self testing (est) and applicable final tests were performed and all tests passed to operating specifications. There was no malfunction of the ventilator or backup battery. This event is being reported as a user error.